Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent delivery system was inserted into a 95% stenosis in the left main artery of an 86 year old pt who had multi-vessel disease and was "bedridden with chest pain". The stent was deployed successfully and post dilated with a 3.0mm ptca balloon. A second 3.0mm diameter x 12mm length medtronic ave gfx2 stent delivery system was inserted into a guide catheter to treat an ostial circumflex lesion. However, prior to stent placement, the pt had a sudden drop in blood pressure. This second stent was not advanced beyond the guide catheter and was not deployed, due to a sudden decrease in pt's blood pressure. The exact cause of the sudden decrease in blood pressure is not known; however it was reported that the pt's "left system went down" indicating acute closure of the left coronary system. The pt then suffered a cardiac arrest.attempts at resuscitation were unsuccessful and the pt sunsequently expired. The physician does not attribute the death of the pt to the medtronic ave stent, but to the pt's age and previous indicated wishes to avoid surgery.